Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the battery failure was due to the user not charging the battery regularly. The battery was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.